Manufacturer narrative:
One implant has been returned for review. White residue remained on the external surface of the implant. The external hex of the implant has been damaged. The collar and external threads of the implant have also been damaged, likely from implant removal. The remaining portion of the fractured component has not been returned for review. Evidence of a stuck component was identified within the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported the screw fractured and the implant had to be removed.